Event description:
Additional information received from a manufacturer representative. It was reported that no troubleshooting was performed. The issue was found during the normal pump replacement. The physician tried to get cerebral spinal fluid (csf) back flow but was not able to, so a kink or occlusion was suspected. The catheter was revised at the time. The cause of the issue was unknown and the catheter was tossed. The patient was doing very well post operative.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 40mg/ml 5.707mg/day and morphine 7mg/ml; 0.9988mg/day via an implantable pump for malignant pain and other carcinoma. The event date was (B)(6) 2015. It was reported that on (B)(6) 2015 the physician was replacing the pump due to normal battery end of life (eol) longevity and upon opening the pump pocket noted an incidental finding of a catheter kink. The physician revised the catheter. No symptoms were reported but the patient has a history of dementia. The cause of the catheter kink, interventions, troubleshooting/diagnostics, and outcome were not reported; additional information has been requested, but was not available as of the date of this report.